Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert (code 1003) had been recorded and there was not any other symptoms observed. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this patient presented with hearing tones. Interrogation noted a message that the device voltage was too low for projected remaining longevity. The patient also mentioned that he felt tired and wiped out. A boston scientific technical services consultant advised explanted the device and offered a save to disc for an estimate of remaining battery life. However, the caller declined. The device was subsequently explanted and replaced without further incident. No adverse patient effects were reported.